Manufacturer narrative:
(B)(4). Investigation conclusion 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation and slow flow or no reflow phenomenon are possible adverse events that may occur and/or require intervention during use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. The information reported to csi indicates the user operated the device in an area where a dissection was already present. However, based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
A small dissection was present prior to treatment with the coronary orbital atherectomy device (oad). A perforation occurred following oa treatment of a lesion in the obtuse marginal artery. Slow flow occurred as a result of the perforation, and the patient experienced an nstemi, which required an echocardiogram. A covered stent was placed to resolve the perforation. The patient remained stable throughout the procedure.